Event description:
It was reported that patient underwent a total hip arthroplasty with competitor products on (B)(6), 2014. During the procedure, it was discovered that the hip positioner could not be used because the peg holes on the board where too big for the pegs. Bean bags were utilized to complete the procedure. A 30 minute delay occurred.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Product likely failed due to misuse of instrument with incorrect components that were not returned with complaint product, and/or not inspected for wear and disfigurement which may have prevented the use of the instrument and its failure. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.